Event description:
Healthcare professional reported left side exchange due to concern with textured product. Patient also reported "pain" and "fluid." Device was explanted.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exchange due to concern with textured product, pain and seroma-late.

Event description:
Healthcare professional reported left side exchange due to concern with textured product. Patient also reported "pain" and "fluid." Device was explanted.